Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer's blood glucose level was 115 mg/dl. Customer reverted to their upgraded tandem pump and was able to successfully resume insulin delivery.